Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. (B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to the procedure itself, patient factors (severe lvot calcification, bulky calcification between the ncc and the lcc) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, post deployment of a 26mm sapien 3 valve, moderate paravalvular leak (pvl) was observed. A second sapien 3 valve was deployed. The initial sapien 3 valve was deployed 85:15 aortic/ventricular (a/v) in what ¿looked to be a nice valve position¿. Post deployment echo indicated moderate pvl. Post dilation of the valve was performed with 1cc additional volume with minimal improvement to the pvl. A second sapien 3 valve was then deployed just below the skirt of the initial valve, landing in a final 60:40 a/v position. A seal in the lvot was obtained, resulting in trace pvl. The procedure was completed with ¿great¿ patient results. The native annular diameter measured 26mm by tte. Severe lvot calcification and bulky, calcified nodules attached to the ncc leaflet were reported. It was perceived that the severe calcification of the lvot and the bulky calcification between the ncc and the lcc contributed to the moderate pvl.